Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed an irritation on his back. Patient reported that the skin under that back therapy electrodes look like red dots. Patient had a history of skin irritations prior to wearing the lifevest. There was no alleged device malfunction contributing to the irritation. Patient's physician believes the irritation is being caused by a medication but that the lifevest is exacerbating the issue. Physician is having patient remove the lifevest until the irritation improves. Follow up indicated that the irritation is much better and the itchy area is healing.